Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient's skin had a rash under the back therapy electrode pads. The patient had bruising form the wires anda laceration that looked like rug burn under his right arm. The patient's nurse gave the patient medication which helped the rash to heal. The patient cleaned the electrodes and applied unscented lotion. Follow-up indicated that the rash was clearing up. The patient indicated that they had no more issues.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.